Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer's blood glucose value was unknown at the time of the incident. Customer states they were able to clear the alarm and able to rewind the insulin pump. Customer states power error detected alarm and unexpected battery power loss. Customer states insulin pump had replace battery now without a low battery warning and this was second occurrence. The customer was assisted with troubleshooting for unexpected restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted. Power error, low battery, and power loss alarms due to connector resistance issue. No unexpected replace battery now alarms or insulin flow blocked alarms noted during testing.